Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced auto reducing due to their lead being fractured. The fractured leads resulted in high impedances. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Correction: corrected e1 - initial reporter from dr. (B)(6) to dr. (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention took place on (B)(6) 2024, wherein the fractured lead was explanted and replaced to address the issue.